Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump did not alarm for air-in-line during infusion of belatacept. Per report, about 1.5 feet of air "ran down the tubing past" the pump module. The issue was recognized by the user before any air reached the patient. Belatacept (450mg/100ml) was programmed as a primary infusion to run at 200ml/hr. And started at 1550 on 16 november 2023. The infusion was stopped at 1620. There was patient involvement but no harm.

Event description:
It was reported that the pump did not alarm for air-in-line during infusion of belatacept. Per report, about 1.5 feet of air "ran down the tubing past" the pump module. The issue was recognized by the user before any air reached the patient. Belatacept (450mg/100ml) was programmed as a primary infusion to run at 200ml/hr. And started at 1550 on (B)(6) 2023. The infusion was stopped at 1620. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.